Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: UDI section is unknown. Device evaluation: one device was returned for investigation. Visual inspection noted the device had a severely damaged tank cover, corroded drain fitting, and cracked enclosure. Functional testing found the device leaks water from the reservoir; confirming the customer complaint. Root cause was attributed to the severely damaged tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported the unit was sent to the biomed department in (B)(6), 2023. The device was leaking. No patient involvement and no injury reported.